Manufacturer narrative:
Updated block: b5 corrected block: h4 during laboratory analysis, the product surveillance technician (pst) installed the central control monitor (ccm) to lab use only (luo) testing equipment. The pst monitored the ccm for an extended period of time observing the ccm to have intermittent display failures, specifically of the power inverter back light of the display. When the display intermittently appeared blank, the screen could be visible with a flashlight.

Event description:
Per clinical review: the manufacturer was informed on 09nov2021, that the team experienced a problem with the heart lung machine (hlm) whereby the central control monitor (ccm) display went on and off while on cardiopulmonary bypass (cpb). There was no delay, no blood loss and no change-out and the procedure was completed successfully with no adverse event.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) display went on and off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical engineer, the ccm display went blank but the pump was still running and after about two minutes the display came back on. The field service representative (fsr) could not duplicate the reported complaint. The ccm was replaced and release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.